Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise and a decrease in pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿noise and impedance decrease on rv lead¿ were confirmed. As received, the distal portion of the lead was returned in one piece measuring 57.2 cm. Visual examination found two external insulation abrasions exposing the outer coil located at 14.6 cm to 14.9 cm and 16.0 cm to 16.2 cm from the distal tip, consistent with friction to another device or feature of the heart. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zones.